Manufacturer narrative:
(B)(4). A functional inspection of the product involved could not be conducted since the product was not returned. Failure mode duplication could not be conducted at this time, due to the complaint indicating an interaction with a capio device, which is a device from a customer and not from teleflex. A device history review could not be conducted since the lot number was not provided. The complaint cannot be confirmed and no corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. The manufacturer will continue to monitor and trend related events.

Event description:
The bullet tapercut needle dislodged from the braided polyester suture after deployment through the sacrospinous ligament. X-rays were taken in both patients but the bullet tapercut needle could not be located. The patient's condition was reported as unknown.